Event description:
Per report from the o.r. Team: "autosuture used for lap bpd biliopancreatic diversion case. It had been used x2 without incident. Upon the 3rd firing, a metal piece on re-load was bent and eventually fell off inside the patient. It was retrieved in its entirety. Both gun and reload removed off field. The trocar that gun was inside was cracked when gun was removed. This trocar was also replaced."======================health professional's impression======================as stated in the description of the event (above). Patient was fortunately unharmed.======================manufacturer response for surgical stapling device, endo gia universal - 12mm======================this hospital enjoys a good working relationship with the autosuture rep. He is aware of this device malfunction, and has reported it to his company's quality department.